Event description:
It was reported that oversensing was noted on the patient's insertable cardiac monitor (icm). Further information was requested but not yet received. The patient condition was not known.